Manufacturer narrative:
Results: bd received three samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective plastic molding with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® push button blood collection sets with pre-attached holder had extra, sharp plastic around the beige hub. This was observed from two samples. There is a third sample that has been circled for a plastic molding defect. No serious injury or medical intervention reported.